Manufacturer narrative:
Continuation of d10: product ID tm90d0: product type accessory product ID a620 : product type software product ID hh9020dbs: product type product ID 37612 lot# serial# (B)(6) : product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having trouble with their handset and communicator. Patient said it takes 15 swipes to get the handset to unlock, and when it finally does, they can't get it to connect to the implanted neurostimulator. Patient reported that they were attempting to check their neurostimulator battery but they could not get connected. During the call, the patient was able to successfully connect the recharger to the implant, but they were unable to connect their handset to their communicator. Patient encountered the communicator not found screen. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from patient and said has received new handset and communicator, requested assistance in setting system up. Patient said has charged the handset however is using old communicator. Additional information was received from patient the tm90 was not charged. Pss has the caller try a different outlet to ensure tm90 was charging. They stated that they are having a return of symptoms and think the implants are off. Pss reviewed to charge implants and call ps back when tm90 is charged to further assist. They confirmed that the tm90 was charged and that they charge their implants. Pss waked the them through the steps of pairing the external equipment with the implants. They stated that both implants were turned off, and that they were able to successfully resume therapy. They confirmed that the issue was resolved. On (B)(6) 2024 rtg0718515 rpl 455984 rpl 455985 (con): additional information was received from patient in regard to wanting to pair the equipment. On the call it was discovered the tm90 was not charged. Pss has the caller try a different outlet to ensure tm90 was charging. Caller stated that they are having a return of symptoms and think the implants are off. Pss reviewed to charge implants and call ps back when tm90 is charged to further assist. Caller confirmed that the tm90 was charged and that they charge their implants. Pss waked the caller through the steps of pairing the external equipment with the implants. Caller stated that both implants were turned off, and that they were able to successfully resume therapy. Caller confirmed that the issue was resolved.